Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
It was reported that while in use, the ventilators touchscreen was not working, unable to change settings. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support, the customer was able to change settings with the navigation ring. The customer reported that they were able to calibrate the touchscreen and change settings. The customer reported that the touchscreen had a crack. The customer was advised to replace the touchscreen.

Manufacturer narrative:
G4: 15apr2020 b4: (B)(6)2020. Information was received that the customer replaced the touch screen. The touch screen was calibrated and was put back into service. The customer reported that then after it was placed back in service a week later the unit was being difficult to get it to respond back after several touches. The customer biomedical engineer was able to reproduce the issue and performed a touchscreen calibration and then the unit worked fine. The customer troubleshot with technical support and was advised to let the unit cool down, then work with it until it is establish how to reproduce the issue, then to swap the user interface (ui) assembly. If the problem stays with the base unit to replace the central processing unit (cpu). If it can not be reproduced to replace the ui board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19may2020 b4: (B)(6)2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.